Manufacturer narrative:
The device was received fully deployed. The investigation found no damage or defects that would contribute to the cannula not properly inserting. The exact cause of the reported event could not be determined. The inspection of the device found the soft cannula to be flattened and stretched out of specification. The fluid path test was run, and no leaks were observed. Fluid was observed to flow freely through the complete fluid path. The pod data showed no evidence of struggle in the drive mechanism that would indicate that the cannula was occluded or damaged at the time of the event. The exact cause and timing of cannula damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycaemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 22mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported that the cannula did not insert into skin, however the pink slide did move forward, and the cannula was visible but bent upon removal.